Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test, but compromised force sensor system alarm during the basic occlusion test due to loose protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked end cap and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for compromised force sensor system alarm. The mother states the pump was stuck in prime loop. The customer's blood glucose level was unknown. The mother states the drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.